Event description:
It was reported the speedlock device suture was discovered to be frayed while implanting the anchor. Surgeon attempted to remove the anchor but was unsuccessful. The anchor was left unsupported in the patient. The procedure was successfully completed using a back-up anchor, however, an additional bone hole was required. There have been no reported patient complications.

Manufacturer narrative:
The complaint has been visually verified. Functional testing could not be performed as the device is single use, therefore an exact root cause could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include; the use of incorrect suture, incorrect loading or excessive tension being applied to the device during use. The instructions for use (IFU) provides adequate warning, precautionary measures and instructions regarding the use of the product. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. UDI/upc: (B)(4).